Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulator lead body stylet coil was stretched. Most of the returned segment of stylet coil had been stretched and one end of the stylet coil had been cut through.

Event description:
It was reported that there was a defect that occurred. It was further reported that the lead was implanted on (B)(6) 2014. On (B)(6) 2014, the patient had still not received any stimulation to their pain area (cut end on the lower right limb) from their implant on (B)(6) 2014. An x-ray was done and it showed that the lead had gone underneath the 3rd vertebrae and only 3 electrodes had entered the upper part of the epidural area so they decided to perform an operation to adjust the lead position. When the stylet was removed from the lead during the lead adjustment operation on (B)(6) 2014, the coiled parts inside the tube were also pulled outside the lead exterior. The resistance values were measured several times and they always displayed normal values with the exception of a few electrodes. Number 14 which was disconnected during the operation on the (B)(6), and number 15 which was probably disconnected after a defect occurred because it was a normal value prior to the operation on the (B)(6) and had displayed an abnormal value only once during the operation on the (B)(6). The surgeon cut the coiled parts protruding from the lead exterior and connected the rear end of the lead to the implantable neurostimulator, implanted it into the body and closed the wound. On (B)(6)2014, the resistance value was measured during adjustment but it was no different from the one on (B)(6). Telemetry data and x-rays were available. It was noted that there was no health hazard to the patient. It was further reported that an x-ray on (B)(6) revealed a dislodgment. Impedance testing on (B)(6), revealed some electrodes were fractured. The patient was receiving effective therapy at the time of the report.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead (B)(4).